Manufacturer narrative:
Customer determined the memory needed to be replaced. Customer replaced the system memory. No ge service was desired. System operates as intended.

Event description:
Customer reported the system will not produce x-rays. No pt injury was reported.